Event description:
It was reported by service report that the scale display would not light-up, and the power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing ground prong. Scale display would not light-up.